Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. Visual inspection verified the power supply's wires were exposed. Software evaluation was not possible with material returned. Performance evaluation was not required, due to power box damage. The reported event was visually confirmed.

Event description:
The patient reported exposed and frayed wires of the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.